Manufacturer narrative:
(B)(4)

Event description:
It was reported that when the patient presented for follow-up, an episode of non-sustained rv oversensing was observed. Myopotential oversensing was suspected. The noise was reproducible with coughing. Programming changes were made and no noise was seen. Patient will be monitored with routine follow-up.